Event description:
The initial reporter alleged there was an issue with the cobas infinity software. A rule was created in the cobas infinity software to transmit results less than the measuring range of the aspartate amino transferase (ast) assay (measuring range = 5 - 700 u/l) as < 5 u/l. A sample processed on a cobas c 503 analytical unit initially resulted in an ast value of 55.5 u/l accompanied by a data flag indicating a linearity issue. The sample was the automatically diluted 1:10 on the c 503 analyzer and repeated, resulting in an ast value of 43.3 u/l with a data flag indicating the value was below the measuring range of the assay. The result of 43.3 u/l was transmitted to the customer's host system by the cobas infinity software as < 5 u/l.

Manufacturer narrative:
The serial number of the customer's c 503 anlayzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The result modification occurred due to a system setting called "result modification by range" under the "ica instrument definition" setting. In this case, the received ast test result triggered the alarm code "27" (for results exceeding the limit of quantification), and consequently, the system applied the modification, resulting in the final reported value of "<5 u/l". The investigation did not identify a software issue in cobas infinity. The result modification was triggered by the "result modification" by range configuration of the system.